Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". Any pt involvement, injury ot medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "'system error 105' alarms", determined to be caused by severed motor mount screws. The failed motor assembly and motor mount screws were replaced.